Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer stated that the pump is squirting out insulin during manual prime. Customer reported that she was stuck in rewind complete/bolus delivery loop. Customer has no backup plan. Customer stated that the drive support cap was sticking out. Customer was advised to discontinue use of the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. It was explained that it was possible that during seating, the force sensor did not detect the reservoir. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.